Event description:
The customer reported obtaining intermittent hemoglobin and hematocrit (h&h) check failures on the unicel dxh 800 coulter cellular analysis system. The customer stated that low red blood cell (rbc) and high mean corpuscular hemoglobin concentration (mchc) patient results were obtained. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer provided data for two patient samples which illustrated low red blood cell (rbc) and hematocrit (hct) with high mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) recoveries for both samples. Low mean corpuscular volume (mcv) result was also generated for patient 2. The provided data was verbally communicated by the customer and it is unknown if the repeat results were recovered from the original dxh 800 analyzer. Samples were drawn in 2.7 ml edta sarstedt monovette tubes and quality control (qc) results prior to the event recovered within the established ranges.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the red blood cell (rbc) fluid metering inc. (Fmi) pump to troubleshoot the issue.